Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was found that there was no image during angulation due to a defective distal end insertion unit. In addition, there were two indentations on the insertion tube caused by obvious external force. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. Customer name: (B)(6) hospital . Address: (B)(6).

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image when angulating. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: ·operation manual_ inspection of the endoscopic system inspection of the endoscopic image: operate the up/down angulation control lever slowly in each direction until it stops. The event can be prevented by following the instructions for use (IFU) which state: ·important information ¿ please. Precautions for disappeared or frozen endoscopic image. Olympus will continue to monitor field performance for this device.